Event description:
The device was returned for service. During product evaluation, the baxter technician reported that the pump's main batteries had battery discharges below alarm threshold. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25 2007. Evaluation summary: the reported condition of batteries with discharges below alarm threshold was confirmed. Inspection of the device revealed that the main batteries were damaged with 10 battery discharges below alarm threshold and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.